Manufacturer narrative:
(B)(4) (device b). Devices a and b arrived in good visual condition. The breakaway washers were present and cut and there were no staples present, indicating that the devices achieved a full firing stroke. The devices were reloaded with staples, new washers were placed on the devices and both were tested for functionality. The devices fired and formed all the staples as well as completely cut the test media and the breakaway washers without incident. The staple lines were complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic sigma procedure, an anastomosis test was performed and it was found that there was a leakage "1/3"; it was sutured by hand. Then second resection, a new circular stapler was used; there was a test with blue liquid. The same problem; anastomosis had a leak, so it was sutured by hand. No further information is available. There were no adverse consequences for the patient.